Event description:
On (B)(4) 2014 - it was reported that on (B)(6) 2014 nurse accessed a vein and while threading PICC noticed they reportedly couldn't get a 3cg tracing. Nurse checked placements of leads and connection of 3cg. Allegedly, still no tracing could be seen. Staff decided to remove the PICC and reflush the catheter and noticed that a wire was allegedly visible through the dilator from the pts arm when nurse unscrewed the t lock assembly and the PICC and wire that was reportedly bent on the hub was also viewed that was in nurse's right hand. It was reported that the nurse removed the wire from the dilator and reportedly had another PICC nurse in room at this time who assisted so they could opened and flushed a new PICC and placed successfully. Notified physician, nurse and manager, reported incident and ordered a chests xray. No visible wire could be seen. No harm was done to the pt.

Manufacturer narrative:
A lot history review (lhr) of reyi0445 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.